Manufacturer narrative:
The data acquisition (da) pcba was received for failure investigation. The da pcba was tested, and no failures were identified.

Manufacturer narrative:
Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. The patient was transferred to an alternate ventilator, no harm or injury has been indicated or alleged.

Manufacturer narrative:
Date of report: (B)(6) 2021. Reporter phone number : (B)(6).

Event description:
It was reported to philips by a customer that the unit had a board failure. The customer informed philips the unit cut out on a patient and the device show board failure ¿pcba adc failed¿. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. There was no report of patient or user harm. The international service engineer was dispatched to the site and confirmed the da pcba adc failed and repaired the device. The international service engineer replaced the data acquisition board, and the data acquisition board cable was replaced to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.